Event description:
It was reported via sales representative report that the stair chair does not engage down the stairs properly. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via sales representative report that the stair chair does not engage down the stairs properly. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Corrected the serial number that was originally reported to (B)(4). Device evaluated.